Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that the adc device presented an error message. Customer received a "replace sensor" message on day 1 of sensor wear and was unable to obtain readings. As a result, customer experienced unspecified symptoms. The customer was unable to self-treat and was provided an unspecified treatment of insulin, glucagon, and/or other medication by a third party. No further information was provided. Attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.